Manufacturer narrative:
Batch review performed on 26 july 2023. Lot 2011764: (B)(4) items manufactured and released on 18-mar-2021. Expiration date: 2026-mar-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review. Additional implants involved, batch review performed on 26 july 2023: gmk-sphere 02.12.0006r femoral component sphere cemented size 6 r (k121416) lot 2101317: (B)(4) items manufactured and released on 15-apr-2021. Expiration date: 2026-apr-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0511fr tibial insert fixed sphere flex size 5/11 mm r (k140826) lot 2012775: (B)(4) items manufactured and released on 17-mar-2021. Expiration date: 2026-feb-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot 2001621: (B)(4) items manufactured and released on 24-mar-2020. Expiration date: 2025-mar-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 year and 11 months after the primary surgery, the surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.